Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: type of follow up- additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional. H6: investigation findings - additional .

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024 . Product was provided for investigation. An external visual inspection was performed and failed due to major damage. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.